Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on CT exam, a new aortic aneurysm was observed 32mm distal to the stent graft. On CT, enlargement of the distal aorta was noted with a slowly growing aneurysm of 45x55mm. The patient was admitted for conversion to open repair which resolved the event and was discharged. It was reported that the event was caused by deterioration of the patients pre-existing condition. It has also been reported that there was no issue with the device and that the 'new' aneurysm manifested itself below the implanted stent graft. The event was noted to be causally related to the device. No additional clinical sequelae were reported and the patient is fine